Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon observed the blade burr under the microscope before surgery. They also reported that the blades are not sharp enough. No patient impact. The blades were disposed .

Manufacturer narrative:
The finished good lot specific to this event is not known; therefore, lot history and device history record review was not possible. The customer reported that the blade in their pack was not sharp enough. A sample has not been returned for this complaint. The root cause of the customer's complaint could not be established as a sample has not been received. Without a sample, it is not possible to isolate the root cause; however, a possible root cause could be an error that occurred during the supplier's manufacturing process. No action will be taken at this time as a sample was not returned. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. (B)(4).